Event description:
A pt reported a reading of 11mg/dl on ss meter. Pt called the emergency medical team to 'just check blood glucose'. Emt had a reading of 217mg/dl on elite meter and 156mg/dl on ss meter. Pt is reportedly blind and needs assistance when using meter. Pt did not experience any adverse event symptoms. No medical treatment was required or given. Pt has never used control solution. No allegations of harm have been made.